Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this entire system was explanted due to erosion and suspected infection. Reportedly, the patient exhibited with a hematoma approximately one month post-implant. The hematoma site was drained; however, the patient returned approximately three months later with evidence of lead erosion and infection. The patient remains on antibiotics; another system likely to be implanted at a later date.